Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148076.

Event description:
It was reported patient experienced ineffective therapy after multiple programming attempts and inability to enter MRI mode due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issues. As a result, surgical intervention may be pending to address the issues.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.